Event description:
Customer reported that a pt with anti-e did not react with 3ss776. No transfusions of any blood products were administered to the pt based on the negative antibody screen result. Customer stated there were no discrepancies with the daily qc. No death or serious injury was associated with this incident.